Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was over tightened to the pump and was not able to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: visual inspection revealed that the battery compartment threads were intact and were still in good condition with no evidence of cracks or damage observed to the battery compartment. The returned battery cap threads were intact, however the slot on top of the battery cap was damaged / chewed off. The returned battery cap was able to be secured properly to a test pump. The battery cap contact height and width measurements were found to be within the required specifications. There were no defects observed to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.